Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. A 10.0 x 40, 75cm mustang catheter was advanced for dilatation. However, during first inflation at nominal pressure for 60 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. No patient complications were reported.